Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml in minimum rate via an implanted pump for non-malignant pain and chronic low back pain. It was reported they were changing the medication in the reservoir because the patient was having a reaction to the medication and the rep needed assistance with programming and had a question on flow rate and programming limitations. The patient was experiencing headaches and the change in therapy/symptoms was sudden. The event date was (B)(6) 2019. It was further reported they decided to do the removing system contents procedure and the new dose of dilaudid was 0.5 mg/day. On (B)(6) 2019 the managing physician decided to switch the patient from intrathecal morphine to hydromorphone 2 mg/ml. During the course of the change, the (B)(6) programmer displayed a dose increase calculated at 662%, which made the physician uncomfortable. He decided to do a catheter access port (cap) aspiration. Following a single aspiration, the internal tubing and catheter were bolused resulting in a potential unintended single dose of 0.7mg. This was immediately reported to the doctor upon discovery and the doctor stated that he was unconcerned about that additional dose. It was noted there were no environmental/external/patient factors may have led or contributed to the issue and no diagnostics/troubleshooting was performed. No actions/interventions were taken to resolve the issue and the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked, but unknown. The patient¿s status was ¿alive- no injury.¿ no further complications were reported or anticipated. Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6) 2019. It was reported that the 662% increase which made the hcp uncomfortable was because the patient had been on minimum rate with morphine and was then changed to dilaudid and the rate was increased. There were no issues with the programmer or programming. There was no impact to the patient and he was happy with the change to dilaudid. No further complications were reported.